Event description:
Reporter indicated that a pt underwent generator and lead revision surgery due to a "broken lead". Follow up with the treating medical professional revealed that diagnostic testing resulted in high lead impedance in 2007. The pt also presented with a seizure increase to less than one seizure per day. This seizure increase's relationship to pre-vns baseline is unk. Good faith attempts for add'l info and device return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.